Event description:
During a follow-up, diagnostic imaging revealed the right ventricular (rv) lead had been dislodged. The rv lead was repositioned to resolve the event. The patient was stable and will continue to be monitored.